Manufacturer narrative:
Results and conclusions: during analysis, it was discovered that the knife stalled at the first two staples. The pushers were damaged by the knife indicating there was a problem with pushing them up through the cartridge. It appears that they were not properly seated. The root cause was due to the reload pushers not being properly seated. See scanned pages.

Event description:
Right hemicolectomy. Slcr55b reload was fired with slc55b and did not cut or staple. Pc read "firing incomplete" and the knife blade was left exposed. Manual sutures were placed to complete the case.